Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui), system controller and patient parameter (pp) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the ui pcb assembly and determined that this pcb caused of the reported issue. Further component cause could not be determined. The removed pp pcb assembly was an ancillary part and there was no failure of the assembly.